Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. While flushing the velocity delivery microcatheter before the procedure, it was noticed to be broken and a new velocity delivery microcatheter was used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the velocity microcatheter is fractured approximately 19.0 cm from the hub. The break site shows evidence of material deformation and stretching of the polymer. The distal tip of the velocity microcatheter was also ovalized. Conclusion: the complaint has been evaluated. The complaint indicates that the velocity microcatheter separated during preparation. Evaluation of the returned device confirmed a fracture approximately 19.0 cm from the hub of the catheter. The distal tip of the velocity microcatheter was also ovalized. This type of damage is typically related to improper handling of the device during removal from the packaging and preparation for use. These devices are 100% visually inspected during processing.